Event description:
During a follow-up in clinic, high out of range defibrillation impedance was noted on the right ventricular lead due to suspected encapsulation. No intervention was performed. The patient was stable.